Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation for a stalled at a state machine for a long time (warning) and a pressure leak alarm that occurred on the cycler on (B)(6) 2019. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment using (as-received) treatment settings was initiated and failed due to a stalled at a state machine for a long time (warning)) during treatment set-up. The system air leak test failed as the pressure does not build to 2800mbar. An internal visual inspection of the cycler found the pressure tubing to be disconnected from the pressure reservoir. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s hospitalization for altered mental status, status post fall and septicemia. The definitive cause of the septicemia is still being determined (suspected skin source); therefore, causality cannot firmly be established. However, per the pdrn, the events are unrelated to ccpd therapy utilizing the liberty select cycler or any fresenius device or product. The patient¿s fall was reportedly driven by the patient¿s altered mental status which is a byproduct of the patient¿s underlying infection/septicemia. Based on the totality of the information available, the liberty select cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a product deficiency or malfunction is associated with the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient stated during a follow up call that the patient had been hospitalized for peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient never contracted peritonitis. On (B)(6) 2019, the patient sustained a fall (no injury incurred) while connected to the liberty select cycler (timeline not provided) due to an altered mental status. The paramedics were initially called because the patient¿s husband was unable to assist the patient off the floor. However, while waiting for the paramedics to arrive, the patient¿s mentation grew more ¿agitated and uncharacteristic.¿ therefore, the decision was made to transport the patient to the hospital. When the paramedics arrived, they disconnected the patient from the cycler by clamping the pd catheter (not a fresenius product) close to the skin and disconnecting everything else above the clamp, leaving it open to air. Upon arrival to the hospital, the patient was intubated (specifics not provided) and transferred to the intensive care unit (ICU) for septicemia (specifics not provided). The suspected source of the septicemia are skin lesions from the patient ¿picking at them self,¿ however the infectious disease doctor is still determining the ultimate source. Peritoneal effluent fluid cultures (collection date not provided) were negative for growth and a cell count revealed a normal white blood count (wbc) count of 4 ul. As of (B)(6) 2019, the patient remains intubated in the ICU. Per the pdrn, the events are unrelated to continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler or any other fresenius device or product. The patient continues to undergo ccpd therapy while hospitalized.